Event description:
It was reported that the physician was not able to interrogate the pt's device. Three different programming systems were used and none of them were able to interrogate the device. A battery life calculation resulted in approximately -0.84 years remaining until end of service. However, when the pt was in the office she stated that she could feel stimulation and it was noted that there was a slight change in her voice with stimulation. Based on this, the device does not seem to be at end of service and the cause of the communication problem is unk. The pt had her generator replaced due to possible end of service on (B) (6)2009. Product was returned to manufacturer, but analysis is pending.